Event description:
It was reported that during a hip arthroscopy procedure, while using the probe unit with a crossfire console, the tip of the probe unit fractured into the patients' articulation. The surgeon removed the fragment from the patient's articulation.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Note: the reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.